Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) which is an indication of a device that would likely not have enough power to deliver sufficient defibrillation therapy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the watchdog circuit on the digital pcb assembly was continuing to cycle, but it was unknown what had caused that. Through additional testing, the pcb had started functioning normally. The cause of the reported failure was initially narrowed down to the digital pcb assembly but ultimately could not be determined.